Manufacturer narrative:
Product analysis :analysis could not confirm the customer's comment that the programmer was malfunctioning and stylus was inaccurate as the stylus was functional although the tip was noted as loose. It was noted that the right keyboard hinge was broken and the lower case feet were worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was malfunctioning as there was an issue with the stylus and took much longer than expected to boot up prior to a procedure. Multiple stylus were attempted but it remained inaccurate. There was no patient involvement.